Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding was most likely use issue since team accidentally cut the preclose suture and had a groin bleed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a 14 french and an impella cp sheath placed to the femoral to support an acute myocardial infarction/cardiogenic shock patient. The patient placed perclose and performed the percutaneous coronary intervention to the coronary arteries and then had a groin complication. The team accidentally cut the perclose suture and had a groin bleed that required the medical doctor to scrub back in and place a hemastat to the vessel and pull on the suture. The bleeding did not resolve and femstop was placed. The patient remained stable.